Manufacturer narrative:
(B)(4). The device was returned to the MFR for eval. The device was visually and functionally evaluated. The device passed functional test. The wire was recognized and successfully zeroed. Visual eval of the device revealed a kink at about 7.5cm from the proximal end of the pressure guide wire. The kink was likely due to handling of the device when the MFR rep inserted the proximal end of the device to the connector. It was also observed that the dome from the distal tip was missing. The tip was inspected through the microscope and remnants of debris observed on it were consistent with the epoxy used to construct the device dome. The tip dome damage is not related to the reported complaint; the tip dome has no electrical functionality and does not affect signal performance. The dome is a 0.5mm x 0.5mm rounded drop of (B)(4) epoxy material intended to enhance smooth tracking and reduced resistance during the advancing of the wire. A missing dome could contribute to decreased wire handling performance; however, as stated in the event description, the physician did not report any difficulties with the steerability or have experienced any resistance while using the device. This event is being reported because the MFR could not determine at this time when the dome separated. The IFU precaution indicates "do not use product, which had been damaged in any way; which may result in vessel damage, inaccurate pressure measurements and/or poor torque response." The procedure was completed with a second wire and no pt injury was reported. No further action required.

Event description:
It was reported that pressure guide wire was zeroed and normalized without problem and lost waveform when advanced down the vessel. A new wire was used and case was completed without further issues. There was no report of pt injury due to this event. The MFR rep checked the pressure guide wire and found that the proximal end was slightly out of the connector. The MFR rep inserted the proximal end of the pressure guide wire all the way to the connector and did not observe any issues. Additional info received that the pressure guide wire was used on a distal rca with approx 70% lesion. The physician did not have any trouble steering or have any resistance while using the wire. Upon investigation of the returned device, it was observed during visual examination that the distal tip dome, an approximate 0.5mm epoxy dome was missing from the device.